Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room due to hypoglycemia. The patient's blood glucose levels decreased to below 70 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with sugary supplements and monitored for 5 hours.